Manufacturer narrative:
The used device was returned to conmed for evaluation in opened original packaging. Visual inspection of the device found that the pads were adhered together and when detached from one another, the anterior pad had hair stuck to it. The pads were tested for continuity and shock delivery. The pads met specifications. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, (B)(4) pieces manufactured, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 11 other similar complaints, with 14 devices, for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent. The instructions for use advises the user of the following. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. If the electrodes do not adhere properly to the patient, apply a new pair. Do not re-apply if removed. Ensure that the skin is clean and dry, clipping excess hair. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a cardioversion the 2001h "failed to work, error codes were, failed to shock." The procedure was completed with alternate pads, with a delay for switching the pads. No patient injury reported. This report is being raised on the basis of a malfunction with potential for injury with recurrence.